Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an upgrade with a dislodged atrial lead (ra). This was confirmed via flouroscopy. The atrial lead was found in the ventricle. It was assumed that the patient had a depressed ejection fraction (ef) due to chronic right venricular pacing and a lack of atrioventricular synchrony (av synchrony). The lead was capped and replaced on (B)(6) 2020. Other than underlying ef the patient was asymptomatic before, during, and after the procedure.